Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by constipation and abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with intraperitoneal (ip) vancomycin (2gm, frequency not reported) and ip gentamicin (40mg, frequency not reported) for peritonitis. Four days later, antibiotic treatment was discontinued. Six days prior to receipt of this report the pd catheter was removed. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available.